Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels (bg values not provided). The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.